Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that there were several episodes of noise that led to inappropriate charging but all charges were aborted. In office testing was normal and stable, with no changes to lead impedance, sensing, or capture threshold. No noise was seen with isometrics. Patient will continue to be monitored.